Manufacturer narrative:
Despite several requests, no information has been received from the field about the circumstances which led to explantation. However, device investigation revealed damage to the active electrode which is consistent with minute device mobility leading to a device failure over time due to fatigue wire breakages. This is a combined initial and final report.

Event description:
It was initially reported that re-implantation is considered. The user has been reimplanted on (B)(6) 2021.